Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a bacterial urinary tract infection (uti). Although considered to be unrelated to the device, a causal relationship could not be ruled out. Improvement was observed after antibiotic administration.